Event description:
New information received stated that the patient presented for follow up in clinic on 31jul2019. Upon review, loss of capture and decrease in r-wave amplitudes were noted. The right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine followup after implant procedure. Upon review, the right ventricular lead exhibited high threshold with intermittent capture and r-wave amplitude variation. Decreased impedance in range was noted. Patient was not device dependent. No interventions were taken at this time. Patient was stable and will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the right ventricular lead had also been dislodged. The lead was explanted and replaced during the revision procedure on (B)(6) 2019.

Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.